Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. A5710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, discomfort, irregular menstruation, multigravida and parity 3. Concurrent conditions included back pain, dermal cyst, uterine bleeding and ovarian cyst. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal), type: vaginal infections"), depression ("psychological or psychiatric problems condition: depression"), rosacea ("rashes or skin conditions type: rosacea"), migraine ("migraines") and headache ("headaches") and was found to have teratoma ("tumor / teratoma / cancer type: teratoma") and weight increased ("weight gain"). On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics and surgery (ablation and forced to undergo one or more surgeries to reniove one or more of the essure coils/bilateral salping). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, vaginal infection, depression, rosacea, migraine, headache, teratoma and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rosacea, teratoma, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: result: total bilateral occlusion.. Pathology test - on (B)(6)2017: result: specimen(s) submitted: 1 bilateral fallopian tubes 2 emc final diagnosis 1.fallopian tubes. Bilateral salpingectomy: fallopian tubes with intraluminal coiled wires and small simple para tubal cysts. 2. Endometrium. Curettage: benign proliferative endometrium, with focal breakdown. Consistent with irregular shedding. No tumor is seen. Gross description 1. Received in formalin labeled "bilateral fallopian tubes" are two fimbriae fallopian tube segments which are each 4 grams. The shorter segment is 6.0 cm long by 0.6 cm in diameter with a purple pink smooth serosa. The cut surface reveals pin point lumen lined by tan mucosa. The longer tube is 7 .0 cm long by 0.6 cm in diameter. The serosa is purple pink smooth glistening. The cut surface reveals pin point lumen lined by tan mucosa and silver coiled wire located proximally. No other lesions are noted. Representative sections of the shorter tube are submitted in block a and the longer tube in block b. 2. Received in formalin labeled "emc" is a 2.0 x 2.0 x 0.2 cm aggregate of bloody red-brown tissue fragments which is filtered into a mesh bag and submitted in to in one cassette.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2019: fu(2) and fu(3) processed together. Following events were added: abnormal bleeding (vaginal), menorrhagia, infection (bladder/urinary tract/vaginal), type: vaginal infections, psychological or psychiatric problems condition: depression, rashes or skin conditions type: rosacea, migraines, headaches, tumor / teratoma / cancer type: teratoma and weight gain. Event onset date added. Treatment drug added. Event severity added for pelvic pain female and vaginal pain. Lab data added. Other hcp added. Medical history added. On (B)(6)2019: fu(2) and fu(3) processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. A5710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, discomfort, irregular menstruation, multigravida and parity 3. Concurrent conditions included back pain, dermal cyst, uterine bleeding and ovarian cyst. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal), type: vaginal infections"), depression ("psychological or psychiatric problems condition: depression"), rosacea ("rashes or skin conditions type: rosacea"), migraine ("migraines") and headache ("headaches") and was found to have teratoma ("tumor / teratoma / cancer type: teratoma") and weight increased ("weight gain"). On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics and surgery (ablation and forced to undergo one or more surgeries to remove one or more of the essure coils/bilateral sapling). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, vaginal infection, depression, rosacea, migraine, headache, teratoma and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rosacea, teratoma, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: result: total bilateral occlusion.. Pathology test - on (B)(6)2017: result: specimen(s) submitted: 1 bilateral fallopian tubes. 2 emc. Final diagnosis. 1. Fallopian tubes. Bilateral salpingectomy: fallopian tubes with intraluminal coiled wires and small simple para tubal cysts. 2. Endometrium. Curettage: benign proliferative endometrium, with focal breakdown. Consistent with irregular shedding. No tumor is seen. Gross description 1. Received in formalin labeled "bilateral fallopian tubes" are two fimbriae fallopian tube segments which are each 4 grams. The shorter segment is 6.0 cm long by 0.6 cm in diameter with a purple pink smooth serosa. The cut surface reveals pin point lumen lined by tan mucosa. The longer tube is 7 .0 cm long by 0.6 cm in diameter. The serosa is purple pink smooth glistening. The cut surface reveals pin point lumen lined by tan mucosa and silver coiled wire located proximally. No other lesions are noted. Representative sections of the shorter tube are submitted in block a and the longer tube in block b. 2. Received in formalin labeled "emc" is a 2.0 x 2.0 x 0.2 cm aggregate of bloody red-brown tissue fragments which is filtered into a mesh bag and submitted in to in one cassette.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.